Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they obtained errors on quality controls and patient samples after preventive maintenance was performed by a siemens customer service engineer. The customer did not perform quality control for all methods after preventive maintenance. Quality controls for only cardiac and immunoassay were run. The customer primed water and checked syringes. The customer found that the reagent 2 syringe was missing the thumbscrew and replaced it. The customer primed the system and ran system check, which passed. The customer replaced the integrated multi-sensor technology sensor and checked fluids, which were in proper place. The customer ran dilution check and quality control, which passed. A siemens headquarters support center specialist reviewed the event data. The data was consistent with instrument related issues with the potential cause related to the missing thumbscrews on the system syringes. As per dimension exl 200 operator's guide, a result with abnormal assay flag cannot be reported and the sample should be rerun. The cause of the discordant eco2 result being reported for sample ID (B)(6) was due to the use error. The cause of the discordant, falsely elevated gluc and eco2 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated glucose (gluc) and enzymatic carbonate (eco2) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results for sample ids (B)(6) were reported to the physician(s), who questioned them. The discordant result for sample ID (B)(6) was not reported to the physician(s). The patient with sample ID (B)(6) was called to the physician's office, where the patient was tested for gluc on an unknown platform, resulting lower. The customer repeated sample ids (B)(6) on an alternate dimension exl instrument, resulting lower. A new sample was obtained for patient with sample ID (B)(6) and was tested on the same instrument, also resulting lower. The results obtained on the alternate dimension exl instrument were sent as corrected results to the physician(s) for sample ids (B)(6), while result obtained with a redraw sample was reported to the physician(s) for sample ID (B)(6). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated gluc and eco2 results.

Event description:
Discordant, falsely elevated glucose (gluc) and enzymatic carbonate (eco2) results were obtained on patient samples on a dimension exl 200 instrument. Additionally, a discordant, falsely low sodium (na) result was obtained on one patient sample. The discordant results for sample ids (B)(6) were reported to the physician(s), who questioned them. The discordant result for sample ID (B)(6) was not reported to the physician(s). The patient with sample ID (B)(6) was called to the physician's office, where the patient was tested for gluc on an unknown platform, resulting lower. The customer repeated sample ids (B)(6) on the same instrument, resulting different than the initial result. A new sample was obtained for patient with sample ID (B)(6) and was tested on the same instrument, also resulting different from the initial result. The corrected results were reported to the physician(s) for sample ids (B)(6), while result obtained with a redraw sample was reported to the physician(s) for sample ID (B)(6). There are no reports of patient intervention or adverse health consequence due to the discordant gluc, eco2 and na results.

Manufacturer narrative:
The initial MDR 2517506-2018-00031 was filed on 01-feb-2018. Additional information (15-jan-2018): in addition to the patient data provided in the initial MDR, a discordant, falsely low na result was obtained for sample ID (B)(6) on dimension exl 200 instrument (s/n: (B)(4)). Corrected information (07-feb-2018): all repeat runs at the customer site were performed on the same instrument (s/n: (B)(4)). Sections b5 and b6 have been updated with the additional and corrected information.